Event description:
It was reported by the rep that the luke handpiece gave flat constant tone. It was tested with other blades and test tips. It still failed. It is unknown how the case was completed. There was no consequence to pt.